Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2002, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 07-may-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid at 4.175 mg/day via an implanted pump. On (B)(6) 2020 that patient reported that she had a CT scan a week ago for her stomach; it was not related to her pump. In that CT scan, they noticed a problem with her catheter. The tip of the catheter had broken off and they had to do an MRI to find where it was "before they could open her up". The MRI was scheduled for tomorrow (B)(6) 2020. Per the patient, they wanted to do an MRI and a CT scan because ¿she has a loose fragment going on in her body and they do not want to hit the spinal cord or anything¿. No patient symptoms were reported. Additional information was received on (B)(6) 2020 from the patient via an email in which she reported that she had an MRI today after an epidural. She stated that the tip of the catheter had broken off and they were looking for the fragment. The reason for the epidural was severe pain and new sciatic pain in her right leg. She stated the her left had always been her hurting leg. She was wondering if this meant her pump would not turn on. She stated that it had been 6 hours and she was wondering if it meant that her pump was no longer working. She was wondering what was causing her the intense pain. No further complications have been reported as a result of this event.